Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/12/2013 with the following findings: evaluation revealed the rubber keypad was fully intact but the ok keypad symbol was worn. All of the keys are intermittently responding and require excessive force to activate. Evaluation revealed contamination was found under the up, down and ok key contacts. The display screen has a pinkish contrast. And the display lens was found to be scratched. A crack at the threads of the battery compartment were observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.